Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed a shaft kink and pump boot tear. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 1 cm from the tip. Inspection of the device revealed a shaft kink and a hypotube separation. An under-pressure alarm was observed during functional testing.

Event description:
Reportable based on device analysis completed on 19-sep-2024. It was reported that a pump leak occurred. A mechanical thrombectomy was performed on the left lower extremity deep vein thrombosis. An angiojet zelante was selected for treatment. During the procedure, after 50 seconds, blood entered the catheter, and a large number of bubbles formed. It was later discovered that the catheter's air sac was damaged, accompanied by the sound of air escaping. Another of the same model was used to complete the procedure. There were no patient complications reported. However, device analysis revealed a hypotube separation.